Event description:
It was reported there were error and faults during use (excessive e3 codes; pt return electrode has poor connection). There was no pt impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2012. Eval: the generator was received for eval. The condition was fair; there were light scratches and minor surface imperfections. The unit delivered rf energy correctly into the fixed resistors. The rf controller software version may not always measure the impedance of a split foil pt return pad accurately when energy is being delivered. The rf controller software version was upgraded and has following changes: no longer flags e3 error if impedance drops below 15 ohm and evaluates last 500 ms of impedance readings to calculate the impedance, rather than the last 50 ms. The unit passed final testing and was recertified for use. End of report.